Event description:
It was reported that during an acessa procedure on (B)(6) 2026, the physician reported that the needle on the device broke before the end of the procedure and the purple points were no longer visible as well as the 3d guidance. A uterine perforation was discovered during the procedure. A second device was used to complete the procedure. Additional information later received reported that no pieces were broken from any of the devices, no prior procedures to the acessa procedure, the uterine perforation was observed at through a type 6 4 cm righ lateral fibroid, the uterine perforation was cauterized and the fiborid and tranexamic acid was administered. No other information available.

Manufacturer narrative:
At the time of this report the DHR review was not available, it will be included in a follow up MDR. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.